Manufacturer narrative:
Qc was within the established ranges. A field service engineer (fse) was dispatched and updated the hardware with the new modifications for the glucose module.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously low glucose (glu) patient result of 51mg/dl generated by the unicel dxc 600 pro synchron chemistry analyzer which repeated as 129mg/dl. Reruns on a different instrument resulted in 121mg/dl which was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.